Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with additional information.

Event description:
It was reported that a viatrac dilatation catheter advanced to the superficial femoral artery, moderately calcified lesion without reported issue. Following previous inflations with the same device, the balloon burst at 12 atmospheres. The balloons distal part separated and migrated to the popliteal artery. Snare was attempted unsuccessfully. A stent was placed, apposing the separated piece to the vessel wall. A delay was reported, however no clinical symptoms were reported due to the delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and scanning electron microscopy (sem) analysis was performed on the returned device. The reported balloon rupture and separation were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.